Event description:
Same case as: 2134265-2014-07387, 2134265-2014-07389. It was reported that automatic pullback failure occurred. During procedure, it was noted that the motor drive unit was unable to perform pullback. The lcd display was normal. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. The complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).